Event description:
It was reported that on an unknown date, an object floating anterior of the hip was discovered in x-ray analysis. The surgeon performed a corrective procedure four (4) months after the initial hip fracture procedure using tfna. Patient and procedure outcome are unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.